Event description:
It was reported that the ilet user experienced rapid battery depletion, with the battery reportedly dropping from approximately 80 percent to 0 percent within a day, and a review of device logs was planned to assess abnormal power consumption. Symptoms included none reported. Outcomes included no injury, no medical intervention, and no interruption to diabetes therapy reported. Investigation included a review of device logs to evaluate battery performance and power use patterns. Investigation of this case revealed that the device exhibited suspected abnormal battery consumption consistent with a potential power management or battery performance issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending log analysis.